Manufacturer narrative:
The device is not available for return for evaluation because it was discarded at the hospital. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. As stated above, ventricular rupture is typically not device related. However, in this case the surgeon indicated this event was due to implant of an oversized valve. No patient medical history has been made available and without additional information or return of the device for evaluation, we are unable to comment on the root cause for this event. If new information becomes available, a supplemental report will be submitted. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 27mm mitral pericardial valve was explanted at implant due to left ventricle rupture secondary to sizing issue. This device was originally implanted to correct mitral regurgitation. After implant, the surgeon attempted to turn the pump off, however patient¿s blood pressure did not raise, and the bleeding was not stopped. Bleeding occurred from the left ventricular posterior wall, and the surgeon determined that the cause of bleeding was an interference of the stent posts. The device was explanted and replaced with a smaller size 25mm edwards perimount plus valve while the patient was on bypass. There were no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ at ICU. This was a multiple cardiac surgical procedure which included tricuspid annuloplasty with a 26mm physio tricuspid ring, model 6200t26.